Manufacturer narrative:
Device evaluated by MFR: a promus premier ous mr 20 x 2.50mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage and movement on the balloon. The distal end of the stent was distal of the distal markerband such that it was covering the distal balloon cone. The proximal end of the stent was on the proximal markerband. Stent struts were stretched in the mid to distal section of the stent. The balloon wings were folded and were not subjected to positive pressure. Stent crimp markings were evident on exposed balloon wall between stretched stent struts indicating correct positioning and crimping of stent prior to the complaint incident. A visual and tactile examination of the hypotube identified a hypotube kink 166mm distal to the distal end of strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was damage to the tip. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 20x2.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A 20x2.50mm promus premier¿ stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 20x2.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A 20x2.50mm promus premier¿ stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.